Manufacturer narrative:
Pending investigation. D10. Concomitants: 6214427 02-020-11-0340 - truliant ps cem fem ps cem right sz 4. 6219513 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t. 5617346 200-02-38 - three peg patella 38mm. 4988346 201-78-25 - small headed sharp pin, 1 1/8" 4 pack. 5921530 201-78-82 - collar fixation pin 2pk 40mm, quick release. 5853727 201-78-89 - 3" drill bit, mod. Hex 2 pack. 5853749 201-78-89 - 3" drill bit, mod. Hex 2 pack.

Event description:
As reported via legal documentation, a patient had right total knee replacement on (B)(6) 2019. They underwent revision surgery on 07-dec-2021, approximately 2 years 1 month after their primary procedure due to acute pain, component loosening, and consistent instability. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, loosening and/or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, instability, and loosening could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.